Manufacturer narrative:
System was used for treatment. Kit lot d711 was reviewed. There was one nonconformance related to the complaint. However, this lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for centrifuge bowl leak/break nor for leak centrifuge alarm. The assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation, therefore it could not be determined if the specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
Customer reported leak centrifuge alarm and a blood leak at the beginning of the 6th cycle. The treatment was aborted and fluids from the reinfusion bag were returned manually to the patient. Customer stated that she can see the leak from the outlet of the bowl. Kit was discarded.